Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. Reportedly, there was a crack in the battery compartment. There was no reported damage to the battery cap and the yellow o-ring was not visible when the cap was secure. No moisture was observed in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: a review of the pump black box showed a pump reboot on (B)(6) 2016. A visual inspection showed the battery compartment was cracked from threads to the case seal on the side. The returned battery cap had stripped threads and the cap was unable to fit securely leading to pump reboots. A test battery cap was able to fit to maintain electrical connection. During investigation, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no further power interruption occurring during testing. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. (B)(4).